Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the treatment implementation test failed due to a malfunction of the capacitor. The therapy capacitor was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device had an error.